Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube and under-fill or low draw of a tube with blood. The stopper pop off event occurred 20 times. The underfill event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "there was an incident where the lid came off after the centrifugation process. Several incidents reported underfill complaints."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure modes for stopper pop off and underfill were not observed, as the photo only shows an image of the outside label of a shelf pack. Twenty (20) retention samples from bd inventory were evaluated by functional draw testing and the issue of underfill was not observed, as all tubes were within specification. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. While bd was unable to confirm this complaint for the indicated failure mode of stopper pop off based on retention sample testing, bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#1875009. In addition, this complaint is unable to be confirmed for the indicated failure mode of underfill based on retention sample testing. Bd was not able to identify a root cause for the indicated failure mode of underfill. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube and under-fill or low draw of a tube with blood. The stopper pop off event occurred 20 times. The underfill event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "there was an incident where the lid came off after the centrifugation process. Several incidents reported underfill complaints."